Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) bp reading intermittent loss. There was no patient involved.